Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen. The ok keypad button was found to be unresponsive and evidence of contamination was found on the up arrow and down arrow key contacts. The battery compartment was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad cover was torn in half and was detached from the pump, exposing the button contacts. The ok keypad button was found to be unresponsive. The up arrow and down arrow buttons responded appropriately. The contrast button contact was missing. Evaluation revealed a crack in the battery compartment. Examination of the keypad showed contamination on the up arrow and down arrow contacts. The keypad flex was broken at the contrast button. Evaluation revealed that the display screen to be dim, faded and discolored. A test display was used for investigation and was found to function appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.